Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with the reported condition of channel b constant downstream occlusion. It is unknown when this event occurred. There was no report of patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of channel b constant downstream occlusion was confirmed but not duplicated. The assignable cause could not be determined and no corrections were made due to the reported condition not being reproduced. A follow-up report will be submitted if additional information becomes available. (B)(4).